Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted in the upper buttocks on (B)(6) 2017. The reaction was located on the upper buttocks and was described as a red raised bump and was hard and hot to the touch. The patient saw their physician on (B)(6) 2017 and was prescribed an antibiotic omnicef capsule. At the time of contact, the patient was doing okay. No additional event or patient information is available.